Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 192 mg/dl and the sensor glucose was 150 mg/dl at the time of the incident. The customer¿s blood glucose level was 150 mg/dl, 140 mg/dl and 130 mg/dl. The customer reported it was 80 to 100 points off. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will return for analysis.

Manufacturer narrative:
Inspected one opened and used partial sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications with accurate readings. See attached file for results. Unable to confirm needle complaint due to customer did not return insertion needle.